Event description:
Owen mumford (legal MFR) had notified to artsana group spa (actual MFR) on (B)(6) 2010 that the pt using a unifine pentips had been hospitalized in order to carry out surgery to remove a piece of needle that had broken off in the pt's skin. Reporter's dialog: "the cannula was broken and stayed under the skin. The pt was hospitalized for two days for surgery to remove the cannula from under the skin."

Manufacturer narrative:
Artsana has performed a retrospective review of adverse event reported on maude system. At the end of review, artsana decide to submit to FDA the 3500a form. Issue: injury needle break-off. We have received the defective sample from owen mumford and we have performed on that the following test/investigation: 50x visual examination by stereomicroscope. Review the device history record. Took 20 reserve samples and analyzed by stereomicroscope x50 enlargements. These tests were performed on (B)(6) 2010 without detaching any issues. Into the shield of the returned sample we found several scratches that could mean that the shield has been reinserted more times so the device could has been reused more than one time. The investigation reported that the needle fracture was ductile and was due to applied overload force. All artsana pen needle are conformed to the iso 9626 "stainless steel needle tubing for MFR of medical devices" with normal single was bending / breaking should not occur". No further action. No other related complaints were raised against this lot.